Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient had to turn off their implant today because it was causing them too much pain. The patient stated the pain started like a week ago and was minimal at first but then it started hurting more and more and today it was like excruciating pain. Patient services asked the patient if they'd had any falls or traumas that led to the issue and the patient stated they had a stairway going into a short doorway and about a week ago, they hit their head and fell back on the corner of the stair and hit where the stimulator was at and ever since then, they had been having trouble and they hadn't mentioned it to anyone because they thought it wasn't a big deal and now it was a really big deal. The patient stated it was more like a shocking, stabbing pain like someone was stabbing them with an electric knife. Patient stated they called their healthcare provider (hcp) today ((B)(6) 2024) and spoke to a nurse who ended up calling and speaking with someone from the manufacturer who advised them to tell the patient to turn the ins off so the patient had done so after talking with the nurse again. Patient stated with the device off, the pain just subsided but now they were having trouble emptying their bladder again since it was off and they'd been pushing their bladder to push out the urine. Patient stated that's what used to happen before they got the implant. Patient services redirected the patient back to their hcp to further address the issue but also reviewed the patient could reach out to an emergency clinic if their symptoms worsened to mediate the issue until someone could look at what was going on with the implant. Patient stated they had an appointment scheduled for monday ((B)(6) 2024) with their hcp to check the implanted system and may do a reprogramming.

Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.